Manufacturer narrative:
V.a.c.® granufoam¿ dressing identifier was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Based on information provided, kci cannot determine that the alleged allergic reaction is related to the v.a.c.® granufoam¿ dressing. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. The severity of the alleged allergic reaction as well as if and what medical or surgical intervention was required are unknown. Device labeling, available in print and online, states: warning never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 25-jun-2021, the following information was provided to kci: the patient allegedly experienced an allergic reaction to the v.a.c.® granufoam¿ dressings. No additional information was provided. The v.a.c.® granufoam¿ dressing identifier was not provided and the product was not returned, therefore a device history record review and device evaluation could not be performed.